Event description:
Failure investigation of a peritoneal dialysis cycler returned for a non reportable problem showed that it delivered an excessive amount of solution during a simulated treatment. The fill volume displayed on the cycler was 2.650 ml, but the measured volume was 6,935 ml. The scale was found to be inaccurate.